Event description:
It was reported that the patient was admitted to the hospital due to chest pain.  It was noted that the right ventricular (rv) lead had a warning due to high bipolar lead impedance measurements.  It was also noted that the rv lead exhibited high threshold measurements.  The lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d4 crtd implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further report that the rv lead continued to exhibit out of range (oor) high pacing impedance, high threshold and has now exhibited noise. The lead was capped and replaced.

Event description:
It was further reported that prior to replacement, the right ventricular (rv) lead displayed a gradual rise in pacing impedance and tip fibrosis was noted by the physician. Under fluoroscopy, the left subclavian vein was occluded. The replacement rv lead was implanted through the right subclavian vein. The right atrial (ra) lead and left ventricular (lv) lead remain in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.